Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead continued to exhibit noise and exhibited high threshold. Other electrical measurements were stable. No intervention or patient symptoms were reported.

Event description:
New information indicated that the patient experienced syncope. The lead was capped and replaced on (B)(6) 2016. No additional information was available.

Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead remained implanted.